Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon the investigation conclusion.

Event description:
Arjo was notified about an incident involving concerto shower trolley. It was reported that during bathing the side support fell because of the resident's weight. A caregiver held the resident's upper body but the legs fell. As a result, the resident sustained fracture of the femur and the caregiver sustained a back and chest pain. The resident was taken to the emergency room.

Manufacturer narrative:
Arjo was notified about an incident involving concerto/basic shower trolley. It was reported that during bathing the side support opened because of the resident's weight. The caregiver held the resident's upper body to prevent the fall, but despite this, the legs fell out of the trolley's stretcher. As a result of the event, the resident sustained fracture of the femur and the caregiver sustained a back and chest pain. The resident was taken to the emergency room. The review of reportable events with the involvement of the concerto/basic shower trolley in last years, revealed a low number of similar incidents. The arjo representative visited the customer facility to perform a further interview and an evaluation of the involved device. Based on the received information before the event and during preparation for showering the caregivers just heard a "click" sound when they raised the side supports. This sound can be heard even if only one safety catch is operative. It was stated that no visual control of the device and side supports locking was performed before showering. According to the inspection results, the side supports were found bent, with some traces of surface scratches. The side supports were not possible to be locked fully as only one of the two safety catches on each rail was functional. Please note that this unit was not under arjo service contract and was serviced internally by the customer facility. The safety catches act as a locking mechanism of the side supports. There are two side supports on each device and on each side supports there are two safety catches. Please note that the operating and maintenance instructions (IFU, 4.ba.03/2 issued in june 1998 - active at the time when the involved device was manufactured) provides information and safety warnings substantial for usage of the trolley: "make sure that the resident is lying/sitting in the middle of the stretcher with their arms on the chest" (p. 4) "side supports" section: "the side support is lowered by pressing the two catches simultaneously. When raising the side supports, make sure the two catches snap into place." (P. 10). The side support not being put into place is visually detectable before use. Even more so, since the IFU of the device identifies the issue using safety warnings as well as the device should be maintained in time intervals. The IFU provides information that information in the manual is crucial to the proper operation and maintenance of the equipment. It should be underlined that the device user should perform a maintenance actions on a daily and a weekly basis to keep the device safe to use and in the operational condition e.g.: "weekly: examine the concerto for damage." (P. 18). According to the collected information the device was not regularly inspected and serviced, so the effects of normal wear to which the involved device was subjected to over the years of usage (device was manufactured over 15 years ago) were not noticed and rectified. Moreover, the device operators did not check the side rail operation before usage as otherwise the not functional safety catch and bent side support would be detected, which should result in the device removal from usage until the unit is repaired. The technical inspection revealed that the device was not up to manufacturer's specification after the event. According to the customer allegation, the side support opened during use which led to the resident fall, so the device did not perform as intended. The shower trolley was used for patient hygiene and in that way it played a role in this event. The complaint was decided to be reported to the competent authorities due to the indication of a resident fall and a serious injury occurrence.